Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve or bypass procedure, the suture reload was being used for suturing with the suturing device. When going through the loop to lock it down, the loop opened up. In order to resolve the issue and complete the case, opened a new pack of suture reloads. There was no patient harm. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.